Event description:
It was also reported that the device was interrogated prior to the planned revision. The thresholds were improving, so the lead revision was cancelled. The patient was followed up in the office.

Event description:
It was reported that during a routine office checkup, the right ventricular lead had high capture threshold. The lead was repositioned and is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).